Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bottom part brush came out of toothbrush [device breakage]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A male consumer of unspecified age reported via e-mail on (B)(6) 2017 that the bottom part brush came out of an oral-b dualaction brushhead while being used with an oral-b rechargeable toothbrush, version unknown on an unspecified date, and he nearly swallowed the brush. The consumer reported he had purchased a new pack of 4 brush heads. No symptoms developed. Relevant history: none reported. No further information was provided.